Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. Upon visual examination of the device, the needle was found to have a broken barrel.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The visual evaluation found that the needle exhibited amounts of intergranular and possibly some transgranular failure.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. Upon grasping with needle holder prior to use, suture detached from the needle. There were no adverse patient consequences.